Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation the power switch was defective causing the audible alarm not to function and the sieve beds were saturated causing the service light to illuminate, which confirmed the original complaint issue.

Event description:
Provider states the unit will power on run for a few second, service light (yellow light) will come on however, the initial start up audible alarm only works intermittently.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit will power on run for a few second, service light (yellow light) will come on however, the initial start up audible alarm only works intermittently.